Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for dka and elevated blood glucose level (942 mg/dl). Reportedly, customer may have eaten something he should not have. Customer had a fever (101 f) and may have had an infection unrelated to the pump. Customer was treated with intravenous fluids/insulin and antibiotics for the infection unrelated to the pump. Customer was released from the hospital on (B)(6) 2015 with no permanent damage and issue resolved.